Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device has no power indication. There was no patient involvement. Based on the information available, device is evaluated onsite by philips engineer and identified the root cause of the reported issue is with power led indication. Device is end of life and repair is not possible. The investigation concludes that no further action is required at this time.